Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was determined that there was a leak from an unspecified location which led to the alarm. The leak was further described as ¿leak that appeared to be coming from the tubing¿. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.